Event description:
Treatment of a left superior hypophyseal saccular aneurysm measuring 5mm x 4mm. During the pipeline deployment, it was reported that the distal wire fractured as the physician torqued the wire a total of three times in an attempt to detach it distally. The marksman catheter was used to push off the distal wire and open the pipeline distally. The fractured wire was retrieved with a snare.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the marksman catheter and the snare was returned for evaluation. No damage was found on the catheter. The catheter was flushed and the lumen was found clear.(B)(4).